Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) had been lost to follow-up. It was reported that the patient's monitoring voltage was 2.50 volts and there were concerns that this product was depletion prematurely. Additionally, the device memory revealed that the there was one diverted episode that looked like electromagnetic interference, the patient was reported to be asymptomatic. It was reported that the physician plans to see this patient on a monthly basis. No adverse patient effects were reported.

Event description:
Subsequent information indicates that this product was explanted and replaced for normal battery depletion.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. The clinical observation of oversensing was unable to be reproduced during laboratory testing.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.